Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70. Serial/lot: (B)(6). Description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional information was received that the infection was present at the ipg and lead sites. The patient had experienced inflammation and fluid discharge. The patient had undergone a recent procedure but the physician is not aware of anything that could have caused or contributed to the infection. The patient was provided antibiotics to treat the infection.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional information was received that the recent procedure referred to was the implant procedure. The patient had recently been implanted but the physician is not aware of anything that could have caused or contributed to the infection.

Event description:
A report was received that the patient underwent an explant procedure due to infection.